Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Event description:
The customer reported that the ventilator was removed from storage and upon the first power up, the ventilator alarmed, and the screen came up black with white letters saying the pressure sensor failed. There was no patient involvement. The remote service engineer advised the customer to try the following: replace the data acquisition (da) pcba to the motor controller (mc) pcba cable, replace the da pcba, replace the mc pcba, or replace the power management (pm) pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and the da pcba which did not resolve issue. The philips technical support then suspected that it is the power management board that needs replacement. The customer ordered a power management board and will attempt to repair the device upon its arrival.

Manufacturer narrative:
The customer called technical support to trouble shoot the unit. He disconnected the ribbon cable from the proximal board and the other board and then reconnected. The system was rebooted and failed again. It was determined it failed due to machine and pressure sensors failed. The remote service engineer advised the customer to try the following: replace the data acquisition (da) pcba to motor controller (mc) pcba cable, replace the da pcba, replace the mc pcba, or replace the power management (pm) pcba.